Manufacturer narrative:
The device evaluation found the power supply unit (psu) output was not stable and failed the pulse width modulation (pwm) adjustment. The psu board was replaced. A definitive root cause is unable to be determined for this complaint. The root cause of the psu output being unstable is due to the psu board becoming faulty, but the root cause of the psu board faulting is not known. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the electrosurgical generator exhibited the power supply unit (psu) output was not stable and failed the pulse width modulation (pwm) adjustment. The printed circuit board was replaced. There were no reports of patient involvement.